Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-33138. It was reported that the patient presented with an infection one week post implant. There is no known allegation from a health professional that suggests the infection was related to the single chamber implantable cardioverter defibrillator system. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was in stable condition.